Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-jan-2020 with the following findings: a review of the pump black box data indicated verified a sudden drop in the battery voltage on (B)(6)2018 that triggered a low battery warning after a battery change; the vp battery voltage was steady until end of pump use on (B)(6)2018. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture corrosion inside the compartment. During testing, the electrical current draws measured within specifications. The complaint of a battery life issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.